Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that mesna was programmed to run at 408ml/hr with volume to be infused (vtbi) 1,224ml. When infusion was completed, there was still medication left in the bag. The device indicated that a total of 1,477.77ml was delivered without flush (18% error). The remainder of the medication was infused and the patient is doing fine. The device was tested by the hospital's biomed team ten times using the same infusion settings and it yielded an average of 2.37% error. There was patient involvement and there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that mesna was programmed to run at 408ml/hr with volume to be infused (vtbi) 1,224ml. When infusion was completed, there was still medication left in the bag. The device indicated that a total of 1,477.77ml was delivered without flush (18% error). The remainder of the medication was infused and the patient is doing fine. The device was tested by the hospital's biomed team ten times using the same infusion settings and it yielded an average of 2.37% error. There was patient involvement and there was no patient harm.